Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer was hospitalized for diabetic ketoacidosis. The customer's blood glucose level was impacted. The contact was unable to perform a system check with tandem technical support to determine a possible cause of the occlusions.